Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt experiences a heating sensation at the ipg pocket site while stimulation is on and during charging. The pt stated that she is limited to using the simulation for only 2-3 hours a day due to the heating sensation. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.